Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2016, that on (B)(6) 2016, the receiver displayed errhw batt. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) connector was observed to be disconnected from the printed circuit board and the usb pins are damaged. The reported event of a error icon display could not be confirmed because communication with the device is not possible. A root cause could not be determined.